Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
I was reported that during a follow up it was noted that this electrode had dislodged. A procedure took place and the electrode was repositioned successfully. No adverse patient effects were reported.